Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate plus profile 225 cc breast implant and experienced capsular contracture baker grade unknown on the left side. As a result, the patient underwent removal on (B)(6) 2019.

Manufacturer narrative:
On 10/15/2019, additional information was received indicating the patient underwent initial implantation of the device on (B)(6) 2012. The patient underwent a capsulectomy for capsular contracture on (B)(6) 2012. The surgeon removed and re-inserted the device back into the patient during this procedure. The patient then experienced the events described in the previous report. Per mentor IFU, the devices are for single use only and should not be reimplanted. Therefore, this device was used off label. Manufacturer¿s reference number: (B)(4).